Event description:
Complainant alleged that the medics were attempting to analyze a pt's (age and gender unknown) heart rhythm, using multi-function electrodes with the device. When the medics depressed the analyze button, the device displayed a "turn key to confirm manual mode" message, although this device is not equipped with a manual key. The medics then obtained another device to continue pt treatment. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.